Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to the device not turning off and will not come on automatically. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging burning/smoke/electrical odor, device will not turn on/device not functioning related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, customer stated that device wasreturned when it was replaced. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.